Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent an left ventricular assist device (lvad) procedure and presented to their health care facility for routine follow up post lvad procedure. Upon device interrogation, it was found that the right ventricular (rv) lead exhibited loss of capture, low r wave amplitudes and within range impedance measurements. It was noted that the patient has intermittent heart block with and underlying heart rate in the 60s. Additionally, device feature, right ventricular automatic threshold (rvat) had stopped taking measurements post lvad procedure. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. An x-ray was recommended to assess device and lead placement. Subsequently, the device was reprogrammed during the office visit and the hcp was going to follow up with the implanting physician regarding next steps. At this time, the ICD and the rv lead have been explanted at a surgical procedure. No additional adverse patient effects were reported.